Manufacturer narrative:
Section h6 updated to reflect completion of investigation. A review of manufacturing records verified that the lot involved in this complaint met all pre-release specifications. The device remained implanted and was, therefore, not available for analysis. No clinical images enabling direct assessment of product performance were returned for evaluation. Cause of the reported event cannot be established based on the information reported to gore. Further information regarding this event was requested by gore, but no further information has been reported, therefore this investigation is considered complete.

Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2023 bilateral gore® viabahn® vbx balloon expandable endoprosthesis (vbx devices) were implanted in the left and right common iliac arteries to treat an aortoiliac aneurysm. The physician initiated the procedure with endovascular lithotripsy bilaterally in the right and left common iliac arteries with a shockwave device. The vbx devices were implanted without difficulty or complications. After post dilation a final cta was run that indicated a bleed in the aorta. At that time a gore® excluder®aaa endoprosthesis was implanted for a zone 9 infrarenal dissection. It is unknown what events led to an open procedure after the gore® excluder®aaa endoprosthesis was implanted. The patient expired on (B)(6) 2023 at 8:50pm. More information is being obtained including if the patient's cause death was gore device related.